Event description:
An infusion rate anomaly of over 50% was reported. The health care provider (hcp) stated that the infusion rate difference at previous refill on (B)(6) 2011 had been 4.8%. X-rays were done but no anomaly was found in the catheter and pump position. A rotor study was planned and if the results reveal a motor stall the pump would be replaced. There were no reported complications and the patient's status was stable.

Event description:
Additional information: on (B)(6) 2011, the actual residual drug volume was 6 mls, the expected volume was 5.4 mls. The patient experienced no changes in spasticity symptoms and there had been no problems with regard to the pump's variability rate. On (B)(6) 2012, the actual volume was 12 mls, the expected volume was 3.1 mls. Per the hcp, there was a possible pump issue/pump malfunction. Again, no change in the patient's spasticity was noted. The pump had been programmed to deliver 180 mcg/day of gabalon 1000 mcg/ml. The drug dose was not changed. Subcutaneous fluid collection was not observed. The pump was explanted. As of (B)(6) 2012 the patient outcome was reported as not recovered.

Manufacturer narrative:
Analysis of the pump revealed motor gear train anomaly and corrosion. The pump appeared to have had a motor stall, but recovery before it was received for analysis. The pump passed all non-destructive lab testing. During destructive analysis, some significant anomalies were noted that may have caused the motor stall/volume discrepancy.

Event description:
Additional information: it was later reported that the rotor exam had proceeded but no anomaly found. There were no patient symptoms such as withdrawal. The pump was replaced (B)(6) 2012.

Event description:
Additional information received reported that the patient outcome as "no health hazard".

Manufacturer narrative:
(B)(4).